Event description:
The event involved a customer allegation stating that the pump blocked continuous alarm; the battery was unplugged. The alarm log during investigation showed the n56 (replace battery) alarm. The device would not power up on battery. The battery had been disconnected. The battery was reconnected; the device powered up and displayed the depleted battery message with the battery icon empty. The device was connected to a/c power and message to keep device plugged into a/c was displayed. The device passed a self-test on a/c power. When a/c power was disconnected, the device displayed depleted battery message and powered off. A new battery was installed and change battery option was keyed, and the device passed testing. The complaint was confirmed and the probable cause for the complaint was a combination of a depleted battery and changed battery option not keyed. This reported complaint was determined to be associated with a known s/w defect which is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.